Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient greatly benefitted from his device over the last 22 months. The patient has bilateral radical mastoidectomies. Soon after surgery, the cavity opened and the array could be seen but there was no adverse effect. A few weeks ago, the patient had an infection which was successfully treated. About 2 weeks ago, the array became dislocated, as confirmed by CT scan. The patient is to be reimplanted due to recent ear infection.